Event description:
A customer reported that their pump's battery was lasting only a day and a half on a full charge and had died in inconvenient situations, leading to spikes in blood sugar levels. The customer experienced elevated blood sugar due to this issue. The customer also noted a need to manipulate the charging cable for the pump to begin charging, presenting a safety concern, particularly overnight. The customer declined further troubleshooting steps with technical support.